Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available and corrections are required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - subsequent to the initial MDR, additional information is available and corrections are required. D4 expiration date- additional information. D9 device available for evaluation- correction. H2 type of follow up- additional information/correction. H6: additional information.